Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-07996 and 2134265-2015-08173. It was reported that automatic pullback failure occurred. The target lesion was located in the coronary artery. During an intravascular ultrasound (ivus), an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter and a sled. It was noted that there was an issue with the ivus. The physician could not get an image. Everything was then disconnected and then the imaging catheter was flushed again and then reconnected. The ilab was then rebooted and then the physician got an image. However, it was noted that it would not pullback. The procedure was completed with a manual pullback. The patient's status is stable.